Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot and sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; 626-00-42e; 62012003; 28 mm +8 lfit v40 head; 6260-9-328; 61571005. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified).